Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a disaster recovery was required. A technical support specialist (tss) performed a reverse synchronization without any issues, following the knowledge article. The tss then fully synchronized the station and backed up the transactions and station inventory to the ephi to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es encountered an issue where the user received an error message "unexpected service operation error occurred" during medication retrieval. There were no adverse events or injuries reported based on this event.